Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from thirteen and a half years to nine and a half years in a span of five months. Moreover, it was noted that the device battery power consumption had increased, minute ventilation (mv) was turned on at passive and patient was in atrial fibrillation (af) for a few months. A diagnostic data analysis was performed which indicated that the device is sensing high atrial rate and the device has a signal artifact monitoring (sam) enabled in which this could cause an increase in power consumption. The boston scientific engineers suggested reprogramming options. To date, the device remains in service. No adverse patient effects were reported.